Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-dec-2022. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, five samples from lot 2010821 were provided to our quality team for investigation. No samples were returned from lot number 1208153. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that over 20 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: over 20 incidents where the needle is faulty and does not work when attempting to administer injections, no fluid comes out and the stopper on the plunger cannot be moved.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2010821. Medical device expiration date: 31-dec-2026. Device manufacture date: 10-jan-2022. Medical device lot #: 1208153. Medical device expiration date: 31-jul-2026. Device manufacture date: 27-jul-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that over 20 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: over 20 incidents where the needle is faulty and does not work when attempting to administer injections, no fluid comes out and the stopper on the plunger cannot be moved.